Manufacturer narrative:
The event description states that the tip of the turnpike spiral broke off in the patient. Additional information provided determined that the catheter was used in a heavily calcified cto. There was no returned product to evaluate. Pictures were provided from the site. The distal tip section of the catheter was separated, exposing the ptfe inner layer. This damage is consistent with advancing/withdrawing the catheter against resistance in a heavily calcified lesion as described in the event details. A manufacturing record review was completed and zero nonconformances were found. The most likely root cause for this failure is damage during use.

Event description:
Tip of spiral catheter broke off in patient. Heavily calcified cto of rca, hx CABG. The catheter tip was not visible in the vessel of question.